Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side capsular contracture, baker grade unknown. The status of the device is unknown.